Event description:
It was reported that a technician achieved arteriotomy closure of the right common femoral artery using a starclose se device after a diagnostic procedure. Reportedly, the starclose se was difficult to remove from the anatomy. The locator wings remained open and the device could not be removed. An attempt to remove the device with the aide of the device release mechanism in accordance with the instructions for use was unsuccessful. The device was removed with counter traction and assertive pull. Hemostasis was achieved with the clip. Once the device was removed it was noted that a locator wing was broken but remained on the device. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure reported. The technician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reportedly the event occurred approximately 2 weeks prior to alert date). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Patient reportedly has had prior arteriotomy closures and scar tissue was present. Per the instructions for use, consider blunt dissection by single spread with surgical instrument in the skin incision, especially in those patients with scar tissue from previous catheterization procedures.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was fully clip deployed. The deployed clip was not returned, and the access ports were retracted. All handle components were in proper post clip deployed access port retracted positions with no detected damage. The sheath was fully slit and undamaged. The flex guide was bent immediately distal of the damaged distal end of the delivery tube, with damaged garage leaves and pusher fingers. Inspection of the vessel locator assembly determined the pusher body joint was intact, but there were two bent vessel locator wings (vlw) and two broken vlw. All broken vlw matter was returned and all wing attachment points were secure. The bend in the flex guide and damaged delivery tube distal end are observations only and not failure modes as they are consistent with blunt force and post procedural handling. Broken vlws can be caused by numerous factors including but not limited to, manufacturing, materials, technique, anatomical or procedural circumstances. Anatomically, the patient was reported to have had five previous arteriotomy closures at the target groin with scar tissue present, which may have played a significant role in the performance of the device during vlw collapse and device removal. The starclose se instructions for use (IFU)states: consider blunt dissection by single spread with surgical instrument in the skin incision, especially in those patients with scar tissue. Procedurally, distal directional forces can be applied to the deployed vlw from tissue compaction between the clip delivery tubes distal end and deployed vlw during the deployment of the thumb advancer/delivery tubeset through the tissue tract possibly be due to an insufficient nick and spread incision. This condition may inhibit correct vlw retraction into the distal end of the delivery tube after clip deployment, bending and in some cases causing breakage of the vlw, necessitating the use of the access port removal technique to assist with device removal from the anatomy. However, there was no report of difficult insertion or advancement of the device, indicating the nick and spread incision was likely sufficient. It was reported the implanted clip achieved hemostasis. Based on the investigation findings and the information provided, the probable cause for the event is related to the operational context in the use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency. All vessel locator assemblies are inspected during the manufacturing process to assure proper assembly and operation. Additionally, a sampling of units from the lot is functionally and destructively tested to verify proper device operation and no failure was detected.